Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchofibervideoscope had yellow lines when approaching the internal organ skin during an endobronchial ultrasound (ebus) procedure. The intended procedure was completed with the same procedure. There were no reports of patients¿ harm.

Manufacturer narrative:
Updated: b5, d8, d9, h2, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The customer¿s allegation was not confirmed during the investigation. Based on the results of the investigation, the definitive root cause of the reported issue could not be identified/determined. Olympus will continue to monitor field performance for this device.

Event description:
No new information was provided by the customer.